Event description:
The customer reported that he took his "normal amount of insulin" and became "shaky and semi-conscious". The customer's niece called the paramedics. Customer was taken to the hospital. The customer received a reading of 102 with the adc meter. In comparison, he received a reading of 25 with the hospital meter. Please note that the customer reported that his meter was not calibrated properly. It is not known what treatment the customer received. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.